Manufacturer narrative:
A resmed customer representative provide the customer with clinical guide and resources. The device has not been returned to resmed, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device underwent a total power failure event and did not power on. The device was not in patient use when the reported event occurred.